Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 1:16 pm, the result was (B)(6) inr. At 1:51 pm, the result was (B)(6) inr. The warfarin dose was lowered based on the result of (B)(6) inr. The therapeutic range was 2.5-3.0 inr and the patient tests weekly.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.